Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('medical device removal / mispositioned essure devices can be identified.') And device breakage ('extending from the right fallopian tube stump into the myometrium is a gray, metal essure spring device measuring 1.2 cm in length x 0.2 cm in diameter. Extending from the left fallopian tube stump into the myometrium is a gray, metal essure spring d') in a 32-year-old female patient who had essure (batch no. 627430) inserted for female sterilisation. The patient's medical history included depression, cancer, abnormal uterine bleeding, menorrhagia, adenomyosis, stress urinary incontinence, endocervicitis, multi gravida, parity 4, anxiety depression, chickenpox, hyperlipidemia and chronic obstructive pulmonary disease. Family history included diabetes. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criterion intervention required), 4 months 18 days after insertion of essure. On (B)(6) 2016, the patient experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy and robotic total laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: more than one essure related surgery: no discrepancy noted: insertion date: as per argus (B)(6) 2009. As per mr (B)(6) 2008. Discrepancy noted: removal date: as per argus (B)(6) 2016. As per mr: (B)(6) 2009 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Pathology test - on (B)(6) 2009: mispositioned essure devices can be identified. They are not present within the proximal uterine orifice at the cornua. In addition, there is visualization of fallopian tube beyond the devices and there is probability of patency although there is no free spill on the study; on 01-may-2009: right fallopian tube is a resected fallopian tube measuring 7.5 cm in length and ranging from 0.5 up to 1.1 cm in diameter. The distal fimbria is present. Left fallopian tube" is an adhesed fallopian tube including distal fimbria which measures 6 cm in length and ranges from 0.5 up to 1 cm in diameter. The distal fimbria is present and has a delicate appearance. Adhesions are present between loops of the fallopian tube.. Most recent follow-up information incorporated above includes: on 2-nov-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated, event-"medical device removal updated to device dislocation" we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("mispositioned essure devices can be identified") in a 32 year-old female patient who had essure inserted (lot no. 627430) for female sterilisation. Product or product use issues identified: contraceptive device removal incomplete ("contraceptive device removal incomplete" from (B)(6) 2009 to (B)(6) 2016). The patient had a medical history of intramural leiomyoma of uterus (3), abdominal adhesions, myocardial infarction, chronic obstructive pulmonary disease, hyperlipidemia, chickenpox, anxiety depression, parity 4, multi gravida (4), endocervicitis, stress urinary incontinence, endometriosis of uterus, menorrhagia, abnormal uterine bleeding and throat cancer. The patient had a family history of diabetes. Concurrent conditions were listed as uterine anteflexion and obesity (bmi: 39). Concomitant products included omega-3 fish oil, aspirin (cardio) (acetylsalicylic acid), rosuvastatin and zoloft (sertraline hydrochloride) for depression. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 91 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2016. The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2009, and rob.total laparoscopic hysterectomy on (B)(6) 2016). The reporter considered device dislocation to be related to essure administration. The reporter commented: removal date on (B)(6) 2009 (bilateral salpingectomy) and (B)(6) 2016- also: on (B)(6) 2016 (total hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.052 kg/sqm. [Hysterosalpingogram] on (B)(6) 2009: mispositioned essure devices identified, not present within the proximal uterine orifice at the cornua. Visualization of fallopian tube beyond the devices and probability of patency although no free spill on the study. [Hysteroscopy] on (B)(6) 2008: placement of essure implants - description: both tubal ostia identified. At this point the essure canula introduced into the cavity and left fallopian tube cannulized. Essure then placed without difficulty, two loops noted. Right side also done in a similar fashion. No loops of spring noted. Patient tolerated procedure well, was transported to recovery in stable condition. [Laparoscopy] on (B)(6)2 009: bilateral salpingectomy procedure: through incisions right tube visualized and removed using the ligasure cutting and sealing device to within about 1 cm of the fundus of the uterus the specimen removed through a 10 mm port at the symphysis pubis procedure repeated for the left tube once both tubes were removed, area inspected and noted to be hemostatic. Patient tolerated the procedure well, transported to recovery in stable condition.; on (B)(6) 2016: uterus enlarged and boggy, some adhesions of sigmoid to sidewall, which were lysed with use of the pk bipolar dissecting forceps and monopolar shears. Ovaries appeared within normal limits. Proximal portion of the tube did demonstrate bilateral essures, but the ends of the tubes were gone. No evidence of endometriosis or significant cul-de-sac defect. [Pathology test] on (B)(6) 2009: right fallopian tube is a resected fallopian tube measuring 7.5 cm in length and ranging from 0.5 up to 1.1 cm in diameter. The distal fimbria is present. Left fallopian tube" is an adhered fallopian tube including distal fimbria which, measures 6 cm in length and ranges from 0.5 up to 1 cm in diameter. The distal fimbria is present and has a delicate appearance. Adhesions are present between loops of the fallopian tube.; on (B)(6) 2016: robot assisted total laparoscopic hysterectomy, field block, cystoscopy, robot assisted laparoscopic burch procedure/menorrhagia, stress urinary incontinence, adenomyosis. Gross description: extending from the right fallopian tube stump into the myometrium is a gray, metal essure spring device measuring 1.2 cm in length x 0.2 cm in diameter. Extending from the left fallopian tube stump into the myometrium is a gray, metal essure spring device measuring 1.3 cm in length x 0.2 cm in diameter. There are three intramural leiomyomas measuring 0.2 to 0.3 cm in greatest dimension. Diagnosis: uterus and cervix; total hysterectomy: cervix: mild chronic cystic endocervicitis. Negative for dysplasia. Endometrium: secretory phase endometrium. Negative for hyperplasia. Myometrium : adenomyosis. Intramural leiomyomas (3). Serosa: subserosal leiomyoma. Negative for endometriosis and malignancy [ultrasound scan vagina] on (B)(6) 2016: for excessive and frequent menstruation with regular cycle: impression: anteverted, heterogenous patchy, slightly big bulky uterus adenomyosis dig bulky suspicious for adenomyosis. Both essure clips seen. Endometrium appears thin with a small amount of fluid within the endometrial. Canal--pt still actively bleeding. Ovaries appear normal in size and shape lot number:627430 manufacture date:2008-06 expiration date:2011-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: upon internal review of test results, the event device breakage was removed, the events device dislocation and device removal incomplete (with salpingectomy) were retained. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / mispositioned essure devices can be identified.") And device breakage ("extending from the right fallopian tube stump into the myometrium is a gray, metal essure spring device measuring 1.2 cm in length x 0.2 cm in diameter. Extending from the left fallopian tube stump into the myometrium is a gray, metal essure spring d") in a 32 year-old female patient who had essure inserted (lot no. 627430) for female sterilisation. The patient had a medical history of chronic obstructive pulmonary disease, hyperlipidemia, chickenpox, anxiety depression, parity 4, multi gravida, endocervicitis, stress urinary incontinence, adenomyosis, menorrhagia, abnormal uterine bleeding, cancer and depression. The patient had a family history of diabetes. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 137 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). On (B)(6) 2016 she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy and robotic total laparoscopic hysterectomy). The reporter considered device breakage and device dislocation to be related to essure administration. The reporter commented: more than one essure related surgery: no discrepancy noted: insertion date as per argus (B)(6) 2009 as per mr (B)(6) 2008 discrepancy noted: removal date as per argus (B)(6) 2016 as per mr: (B)(6) 2009 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.052 kg/sqm. [Pathology test] on (B)(6) 2009: mispositioned essure devices can be identified. They are not present within the proximal uterine orifice at the cornua. In addition, there is visualization of fallopian tube beyond the devices and there is probability of patency although there is no free spill on the study; on (B)(6) 2009: right fallopian tube is a resected fallopian tube measuring 7.5 cm in length and ranging from 0.5 up to 1.1 cm in diameter. The distal fimbria is present. Left fallopian tube" is an adhesed fallopian tube including distal fimbria which measures 6 cm in length and ranges from 0.5 up to 1 cm in diameter. The distal fimbria is present and has a delicate appearance. Adhesions are present between loops of the fallopian tube. Lot number:627430 manufacture date:2008-06 expiration date:2011-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / mispositioned essure devices can be identified") and device breakage ("extending from the right fallopian tube stump into the myometrium is a gray, metal essure spring device measuring 1.2 cm in length x 0.2 cm in diameter. Extending from the left fallopian tube stump into the myometrium is a gray, metal essure spring d") in a 32 year-old female patient who had essure inserted (lot no. 627430) for female sterilisation. Product or product use issues identified: contraceptive device removal incomplete ("contraceptive device removal incomplete" on (B)(6) 2009). The patient had a medical history of leiomyoma (3), abdominal adhesions, obesity (bmi: 39), myocardial infarction, chronic obstructive pulmonary disease, hyperlipidemia, chickenpox, anxiety depression, parity 4, multi gravida (4), endocervicitis, stress urinary incontinence, endometriosis of uterus, menorrhagia, abnormal uterine bleeding and throat cancer. The patient had a family history of diabetes. Concomitant products included omega-3 fish oil, aspirin (cardio) (acetylsalicylic acid), rosuvastatin and zoloft (sertraline hydrochloride) for depression. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 137 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). On (B)(6) 2016 she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2009 and robotic total laparoscopic hysterectomy on (B)(6) 2016). The reporter considered device breakage and device dislocation to be related to essure administration. The reporter commented: removal date (B)(6) 2009 (bilateral salpingectomy) and (B)(6) 2016- also: (B)(6) 2016 (total hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.052 kg/sqm. [Hysterosalpingogram] on (B)(6) 2009: mispositioned essure devices identified, not present within the proximal uterine orifice at the cornua. Visualization of fallopian tube beyond the devices and probability of patency although no free spill on the study. [Hysteroscopy] on (B)(6) 2008: placement of essure implants - description: both tubal ostia identified. At this point the essure canula introduced into the cavity and left fallopian tube cannulized. Essure then placed without difficulty, two loops noted. Right side also done in a similar fashion. No loops of spring noted. Patient tolerated procedure well, was transported to recovery in stable condition. [Laparoscopy] on (B)(6) 2009: bilateral salpingectomy procedure: through incisions right tube visualized and removed using the ligasure cutting and sealing device to within about 1 cm of the fundus of the uterus the specimen removed through a 10 mm port at the symphysis pubis procedure repeated for the left tube once both tubes were removed, area inspected and noted to be hemostatic. Patient tolerated the procedure well, transported to recovery in stable condition.; on (B)(6) 2016: uterus enlarged and boggy, some adhesions of sigmoid to sidewall, which were lysed with use of the pk bipolar dissecting forceps and monopolar shears. Ovaries appeared within normal limits. Proximal portion of the tube did demonstrate bilateral essures, but the ends of the tubes were gone. No evidence of endometriosis or significant cul-de-sac defect. [Pathology test] on (B)(6) 2009: right fallopian tube is a resected fallopian tube measuring 7.5 cm in length and ranging from 0.5 up to 1.1 cm in diameter. The distal fimbria is present. Left fallopian tube" is an adhered fallopian tube including distal fimbria which, measures 6 cm in length and ranges from 0.5 up to 1 cm in diameter. The distal fimbria is present and has a delicate appearance. Adhesions are present between loops of the fallopian tube.; on (B)(6) 2016: robot assisted total laparoscopic hysterectomy, field block, cystoscopy, robot assisted laparoscopic burch procedure/menorrhagia, stress urinary incontinence, adenomyosis. Gross description: extending from the right fallopian tube stump into the myometrium is a gray, metal essure spring device measuring 1.2 cm in length x 0.2 cm in diameter. Extending from the left fallopian tube stump into the myometrium is a gray, metal essure spring device measuring 1.3 cm in length x 0.2 cm in diameter. There are three intramural leiomyomas measuring 0.2 to 0.3 cm in greatest dimension. Diagnosis: uterus and cervix; total hysterectomy: cervix: mild chronic cystic endocervicitis. Negative for dysplasia. Endometrium: secretory phase endometrium. Negative for hyperplasia. Myometrium : adenomyosis. Intramural leiomyomas (3). Serosa: subserosal leiomyoma. Negative for endometriosis and malignancy [ultrasound scan vagina] on (B)(6) 2016: for excessive and frequent menstruation with regular cycle: impression: anteverted, heterogenous patchy, slightly big bulky uterus adenomyosis dig bulky suspicious for adenomyosis. Both essure clips seen. Endometrium appears thin with a small amount of fluid within the endometrial. Canal--pt still actively bleeding. Ovaries appear normal in size and shape lot number:627430 manufacture date:2008-06 expiration date:2011-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-feb-2024: quality safety evaluation of ptc. Upon internal review event adde: "contraceptive device removal incomplete". We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.